Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the reporter, on approximately (B)(6) 2025, the patient was at the store and her cgm value was reading 5.7 mmol/l but she had symptoms for hypoglycemia including dizziness. She didn't have a blood glucose meter with her and someone helped her to consume carbohydrates. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.